Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the right l4 lead, and right l5 lead were implanted to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05374 and 1627487-2023-05809 it was reported that the patient's lead had migrated and was experiencing ineffective therapy. Additional information was received stating that x-rays showed l4 lead and l5 lead had migrated. The l4 and l5 leads were explanted, and when the physician was attempting to place the new l4 lead the anesthesiologist became concerned with the patient's vitals and potential aspiration. The physician aborted the procedure, covered the patient with a sterile product and flipped the patient onto a stretcher. Once the patient recovered, they were flipped again and the physican closed the pocket. Currently the patient only has an s1 lead connected to the ipg, and drg therapy is on. Patient will see the physician at post op, and surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.